Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized and received unspecified treatment for peritonitis. Four days after the onset, the patient was discharged and recovered from peritonitis. The action taken with pd therapy was not reported. The reporter declined to provide additional information.